Event description:
It was reported that blood back-flowed through the as lvp 20d low sorb 2ss 0.2m cv during the infusion. The following information was provided by the initial reporter: "while IV pump infusing med, blood observed backing up into tubing intermittently. Pump appeared to be functioning running as usual, unclear why blood running in opposite direction of infusion. Tubing had to be changed as blood backed up to the filter."

Manufacturer narrative:
H6: investigation summary: one photo was taken by the customer which verifies the customer complaint that while infusing med, blood was observed backing up into tubing. One sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was tested for back flow by priming it with saline and attaching a secondary set primed with blue dye water and allowed to free flow. No back flow was observed. The set was reprimed with water and the distal end of the tubing was placed into a beaker with blue dye water. The set was allowed to flow. No blue dye back flowed into the tubing. The customer complaint that while infusing med, blood was observed backing up into tubing could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood back-flowed through the as lvp 20d low sorb 2ss 0.2m cv during the infusion. The following information was provided by the initial reporter: "while IV pump infusing med, blood observed backing up into tubing intermittently. Pump appeared to be functioning running as usual, unclear why blood running in opposite direction of infusion. Tubing had to be changed as blood backed up to the filter."